Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The comparison between two meters were done with the same finger which was squeezed during sample collection. These are possible causes of the discrepancy.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable inr results for 1 patient from two coaguchek xs meters compared to the laboratory results. The result from meter serial number (B)(4) was 7.6 inr. The result from meter serial number (B)(4) was 5.8 inr. The same fingerstick was used for both measurements. The elapsed time between the measurements was a "couple" of minutes. There was no allegation of an adverse event. The patient's therapeutic range was 3 - 4 inr.